Manufacturer narrative:
This is a combination product, and the event has been reviewed for both the suture and the triclosan. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained via: was there any adverse consequence associated with the patient?¿¿no. It was reported the nurse took a film beside the bed. Besides the needle tip bluntness, please clarify if it was any other quality deficiency/non-conformance noted with the suture during use?¿¿broken needle. A manufacturing record evaluation was performed for the finished device lot, and no non-conformance's were identified. Trade name - irgacare®. Active ingredient(s) ¿ triclosan. Dosage form ¿ suture/solid/parenteral. Strength ¿ = 275 g/m.

Event description:
It was reported that a patient underwent a wound closure procedure on (B)(6) 2022 and barbed suture was used. During the procedure, it was reported that the surgeon found no abnormality when suturing for the first stitch during the surgery. When suturing the skin for the second stitch, he found that the needle tip was blunt and could not penetrate the skin. The surgeon reported to the head nurse and took a film beside the bed. The report showed that there was no obvious metal foreign matter in the part seen in the film. Changed another one to complete the surgery. Additional information was received and confirmed that the needle broke. No adverse patient consequences were reported. Additional information was requested.